Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01537. 1. Section d. Box 1. Brand name. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using a lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, after using the lightning for approximately 15 minutes, the indicator light on the lightning unit turned solid red. The physician made multiple attempts to unclog the lightning tubing but was unable to resolve the red light. Therefore, the lightning was not used for the remainder of the procedure. The procedure was completed using another lightning and the same cat12. There was no report of an adverse effect to the patient.